Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient contacted our medical record department and stated that he believes the device is not functioning appropriately and needs to be reprogrammed. The patient did not want to be sent to the technical service department to discuss his allegation further. An email was sent to the boston scientific sales representative in an attempt to obtain additional information.